Event description:
On 17-feb-2022: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 set) showed that the pcc connector needle was clogged (by insulin). Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient experienced vomiting, high blood glucose levels (403 mg/dl) due to a bent cannula but had no alerts. On (B)(6) 2021 at 22:00, she was taken to the emergency room, as she was tired /weak and was kept under observation, but her blood glucose level did not go down. Moreover, the infusion set was changed on the same day. The site location was patient's abdomen. Currently, (on the day of this report) she was off the pump now due to being at the hospital and her blood glucose level was 198 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient experienced vomiting, high blood glucose levels (403 mg/dl) due to a bent cannula but had no alerts. On (B)(6) 2021 at 22:00, she was taken to the emergency room, as she was tired /weak and was kept under observation, but her blood glucose level did not go down. Moreover, the infusion set was changed on the same day. The site location was patient's abdomen. Currently, (on the day of this report) she was off the pump now due to being at the hospital and her blood glucose level was 198 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-dec-2021, it was reported that the patient experienced vomiting, high blood glucose levels (403 mg/dl) due to a bent cannula but had no alerts. On (B)(6) 2021 at 22:00, she was taken to the emergency room, as she was tired /weak and was kept under observation, but her blood glucose level did not go down. Moreover, the infusion set was changed on the same day. The site location was patient's abdomen. Currently, (on the day of this report) she was off the pump now due to being at the hospital and her blood glucose level was 198 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.